Event description:
It was reported that the undersensing of a ventricular beat was seen during ventricular tachycardia (vt). No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the model/serial number.

Event description:
It was reported that the undersensing of a ventricular beat was seen during ventricular tachycardia (vt). No adverse patient effects were reported. The lead remains implanted.